Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was in-clinic for routine follow-up. Farfield atrial oversensing leading to inappropriate mode switching was observed. The recommended programming change was made and resolved the issue. Patient is fine.